Event description:
Facility called concerned about this pt co instructed facility to do a manual cap reform. The results were 0.8 sec, charge time. Facility was instructed to explant the device due to this charge time. Facility called back and stated the pt will be explanted today.